Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device does not boot up as expected and the user is unable to get into the settings upon boot up. There was no patient involvement, therefore no patient or user health consequences or impact occurred.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device does not boot up as expected and the user is unable to get into the settings upon boot up. The home and bottom right button were being held. The screen won't respond to touch to try and shut it down or go into start menu. There was no patient involvement, therefore no patient or user health consequences or impact occurred.

Manufacturer narrative:
Event description updated, device problem code updated.